Event description:
On (B)(6) 2017, a trifecta gt valve was implanted in the patient's aortic position. On (B)(6) 2019, the valve was explanted and replaced with a 25mm inspiris resilia valve (manufacturer: edwards). Upon explant, it was observed that there were tears observed on two areas of the stent post. The patient is stable post procedure.

Manufacturer narrative:
The tears seen at explant were confirmed. All three leaflets contained tears. Stent post 2 was bent backwards, consistent with damage at explant. No inflammation or significant calcifications were present. The device history record was reviewed to ensure each manufacturing and inspection operation was performed and the product met all specifications. This was inclusive of a review of the manufacturing videos, which contained no evidence of anomalies during functional inspection. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation demonstrated mild degenerative changes to the leaflet tissue at one of the tear sites. There was also one outwardly bent stent post in association with torn leaflets. The cause of the leaflet tears could not be conclusively determined.